Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The pediatric patient's parent stated the patient was very hungry and thirsty, talked non-stop and felt full. The bg finger stick was 403 mg/dl and the cgm was 270 mg/dl. The patient's mother treated the patient with insulin and no medical intervention by a health professional was necessary. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.